Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The legal manufacturer reviewed the customer provided the cleaning disinfection and sterilization (cds) processes where no obvious deviations from instructions for use (IFU) were identified. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the insufficient air to clear water was due to foreign material adhering to the device. Additionally, regarding the foreign material found on the nozzle and objective lens surface, there were no deviations from the instruction manual in the reprocessing procedures in the area of the foreign material residue, and no physical damage was observed in that area. The event can be detected/prevented by following the instructions for use (IFU): cleaning method is described in the reprocessing manual, ¿chapter 5 section 5.5 manually cleaning the endoscope and accessories. Clean the external surfaces¿. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device inspection, the gastrointestinal videoscope exhibited foreign matter adhered to the inside of the air/water supply nozzle pipeline and to the surface of the objective lens. There were no reports of patient involvement.